Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a sudden decrease in pace impedance measurements. Current measurements were < 200 ohms due to suspected insulation damage. Troubleshooting was performed to try an illicit noise with isometrics and pocket manipulation; none could be observed. Surgical intervention was performed and the lead was capped and replaced without incident. No additional adverse patient effects were reported.